Event description:
It was reported that the patient¿s lead migrated. It was unknown why the lead had migrated. Action required as a result of the migration was a revision and the lead and implantable neurostimulator (ins) were replaced. Patient had a loss of stimulation in their left foot. It was noted that the patient had two incisions due to the revision. Additional information received reported that 3 contacts had been extruded out of the epidural space. The event was attributed to the lead. Lead dislodgement/migration was confirmed per fluoro on 2013 (B)(6). Ins was replaced due to dead battery. Reprogramming and an x-ray were done post¿operatively on 2013 (B)(6). Patient did not require hospitalization. Patient recovered without sequelae. A preoperative diagnosis was malposition of left l5-s1 stimulator electrode. It was noted that the stimulator wire was removed completely. Impedances were checked after reattachment of the system and were found to be excellent. Patient was moved from operating room in good condition.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3550-p4 lot# n288699, implanted: 2011 (B)(6), product type accessory product ID 3708240 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3487a lot# j0228022v, implanted: 2002 (B)(6), product type lead product ID 3887-33 lot# j0015897v, implanted: 2000 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. It was functioning okay. Final device analysis for lead (B)(4) revealed no significant anomaly. The distal end conductor was broken, overstressed/damaged. The #0, 1 and 2 electrodes were pulled off the lead and became separated from the distal end. The #0,1 and 2 conductors and the stylet could were broken 1.7cm from the distal end. The #1 electrode was crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.